Event description:
Customer stated that their meter will not come on. A review of the system was conducted over the phone. The customer was instructed to replace the batteries. Upon replacing the batteries the meter powered on however segments were now missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided.